Event description:
The surgeon implanted an aa4203tl silicone toric plate lens in the right eye but it tore as it was being inserted. The lens was removed with no patient injury. The facility indicated that it was unknown as to why the lens tore. An mtc-60c fp cartridge was used but the lot number was not provided by the facility. The lot number and model of the injector was not provided by the facility.